Event description:
The covidien endo gia ultra stapler did not fire properly. This was an out-of-the box failure. Near the beginning of surgery (laparoscopic sleeve gastrectomy), the surgeon was attempting to staple the stomach with a gia black load. This load did not fire properly. The malfunctioning load was replaced with a new load, which also did not fire. A new stapler was opened and fired properly.